Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of the tip-up fenestrated grasper (tufg) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tufg instrument was analyzed and found to fail mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Reviewing of the logs revealed five errors 22020 "installed tip-up fenestrated grasper failed to engage on universal surgical manipulator (usm) 4 (wrist pitch axis failed to engage)." The root cause was attributed to two cracked clamping pulleys. Additional observation, which was related to customer reported complaint: the instrument was found to have two cracked clamping pulleys at the proximal end. As a result, the instrument failed engagement, and the pitch cable was loosened on the proximal end which may cause non-intuitive motion. Due to the failed engagement and cracked clamping pulley, the non-intuitive motion was not able to be tested on the system. Improper cleaning during reprocessing most commonly causes this failure. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered as a reportable malfunction due to the following conclusion: it was reported that the tip-up fenestrated grasper instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip-up fenestrated grasper (tufg) instrument moved unintentionally (like in an arcing motion) when the surgeon tried to bend the wrist horizontally. The customer reseated the tufg instrument three times, but engagement failure error occurred. The issue was resolved after the tufg instrument was replaced with a new tufg instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer and obtained the following additional information: the tufg instrument was inspected prior to use with no issue. It was unknown if there was any external collision. The surgeon was trying to move the wrist horizontally; however, the wrist moved in a curve. There was no shakiness or friction. The related drape will not be returned. There was no patient¿s injury. There was no arcing.